Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not received a site reminder as intended. Reportedly, the customer wears the pump under an undergarment. Tandem technical support reviewed pump data and verified the site reminder was annunciating; however, the customer reported the reminder was not being received. Suggestion was made for the customer to wear the pump outside of the undergarment. There was no reported impact to customer's blood glucose level.